Event description:
It was reported that air bubbles were observed within the pigtail/t:lock connection and infusion set tubing resulting in a blood glucose (bg) level of 25 mmol/l and a trip to the emergency room (ER). In the emergency room, customer did not receive any treatment and bg started to come down on its own. Customer was released from the emergency room four hours later with no permanent damage sustained. Customer was educated on ways to prevent future issues and was able to successfully load a new cartridge and resume insulin.